Event description:
Report received of an over-delivery due to an operator error in programming the device. The pump was reportedly programmed by a new nurse to deliver 25,000 units/250 ml of heparin, at a rate of 250 ml/hr, with a volume to be infused (vtbi) of 153 ml, instead of the intended rate of 3.5 ml/hr with a volume to be infused of 250 ml. After 36 minutes, the pump alarmed that the infusion was complete. The pump was reprogrammed by the same nurse to deliver the heparin at a rate of 250 ml/hr with a vtbi of 100ml. After 25 minutes, the pump alarmed that the infusion was complete. At this time, the nursing supervisor noted the pump was programmed incorrectly. The pt reportedly received a total of 25,000 units of heparin. The pt was treated with two units of platelets and two units of packed red blood cells. There were no reported adverse pt sequelae.